Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other complaint reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).

Event description:
A surgeon reported a pt experienced unclear vision with a postoperative myopic outcome. Therefore, the intraocular lens (iol) was exchanged with a same model different power iol. Additional information was received indicating the event has resolved. There are two medical device reports associated with this event. This report is for the right eye.